Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. Therefore, no product is expected to be returned. A follow-up MDR will be submitted if additional information is obtained. A review of the system logs for this procedure has been performed and the following was observed: no relevant errors were observed during this procedure. Additionally, all multi-use instruments used in the case have been used in subsequent procedures with the exception of the single-use instruments and the following instruments: permanent cautery hook (part number: 470183-14 / lot number: k11220627-0062 / uses remaining: 9), fenestrated bipolar forceps (part number: 471205-17 / lot number: k10220509-0004 / uses remaining: 9). A site history review shows no complaints have been created against any of the instruments used during this procedure. This complaint is being reported due to the following conclusion: after a da vinci-assisted cholecystectomy procedure, the patient returned to the hospital septic. A secondary procedure was performed to resolve a bowel perforation and the patient was hospitalized.

Event description:
It was reported that after a da vinci-assisted cholecystectomy procedure, the patient returned to the hospital. Exams were performed and the patient was found to be septic. A secondary procedure was performed and the surgeon reported finding a small bowel perforation. The exact location of the small bowel perforation know (i.e., duodenum, jejunum, etc.) Is unknown. The surgeon does not know how the perforation occurred. The surgeon said the patient was transferred to another hospital and is in a medically induced coma for recovery. An intuitive surgical inc. (Isi) clinical sales representative (csr) was contacted and additional information was obtained about the complaint: the csr was informed of this event from the surgeon of the procedure. This was a cholecystectomy procedure with a resident assisting with the procedure. The csr spoke to both the surgeon and the resident who said they found a perforation to the small bowel, but do not know the cause of it. They said there was a third party assist port in use during this procedure. The csr was informed by both the surgeon and resident that the patient is still recovering with a tracheostomy. Isi has attempted to obtain additional information from the surgeon of this procedure. However, as of the date of this report, no further details have been received.